Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. After a transseptal puncture was performed and the amplatz super stiff guidewire was inserted, the truseal access system was placed over the guidewire. At that time a pericardial effusion in the distal left atrial appendage (laa) was recognized by tee and the patient's blood pressure dropped. Since the truseal access system was in place the physician decided to finish the implantation and a 24mm watchman laa closure device was quickly implanted. Everything went well with a very good implant result. After release of the watchman device the effusion stopped and the patient did well with no side effects. Per the implanting physician, the amplatz super stiff guidewire perforated the laa wall.